Event description:
It was reported that this right atrial (ra) lead exhibited high pacing thresholds and pericardial fluid has accumulated. It was then confirmed through ultrasound that the ra lead had perforated. This lead was surgically revised and remains in service. No additional adverse patient effects were reported.